Event description:
It was reported a patient experienced a break in aseptic technique and peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized the same day for peritonitis manifested by abdominal pain and cloudy drain. On an unreported date, the patient began treatment with vancomycin and amikacin (dose, route and frequency not reported) for the peritonitis. On an unreported date, the patient was retrained on proper aseptic technique. The cause of the peritonitis was a break in aseptic technique. Outcome for the event of peritonitis was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.